Event description:
It was reported that the patient underwent a two level posterior interbody fusion. It was reported that six days post op the surgeon found a fragment of the locking screw was left in the patient. No revision surgery will be performed, no patient complications were reported.

Manufacturer narrative:
(B)(4). The lot of the suspect device was not identified, therefore the manufacturer cannot determine the suspect device. The lots that were used are part# (B)(4) lot 0121907w, expiration date 10/18/2018; lot 0129767w, expiration date 02/08/2019; lot 0142893w, expiration date 2/22/2019; lot 0142894w, expiration date 03/1/2019; lot 0149601w, expiration date 02/21/2016. These parts are not approved for use in the united states; however a like device catalog # 8281248, 510k # k041282 was cleared in the united states. The manufacture date for lot 0121907w is 10/25/2010; the manufacture date for lot 0129767w is 12/20/2010; the manufacture date for lot 0138581w is 2/14/2011; the manufacture date for lot 0142893w is 2/28/2011; the manufacture date for lot 0142894w is 3/08/2011' the manufacture date for lot 0149601w is 2/28/2011. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.